Event description:
Clinical market specialist received a call from dr, the implanting physician, reporting that a thrombus was present in one of his pts. Pt has been placed on medication therapy. No other info available at this time. Co has requested and are anticipating the receipt of add'l info.